Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. When there was a noise, the trocar was leaking. The noise was wheezing and whistling. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not in this case. What was the gas consumption rate or volume (liter/minute)? About 300 liter. Were you able to identify where the leak was coming from? From the opening of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? The problem only came up when 5 mm instrument where used, all kind of 5 mm instrument. When 10 mm or 12 mm instrument were used there were no problems. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were received in good visual condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage from trocar was found after instruments had been used, leakage was found in both with and without instrument at place in trocar. It is unknown how the procedure was completed. There were no adverse patient consequences.